Event description:
It was reported that during the follow-up performed on (B)(6) 2015, the initial patient file was not properly stored in the programmer. It should be noted that the patient had received 2 shocks and the corresponding episodes could not be reviewed and analyzed. In addition, the patient is in a clinical study and sorin data could not be seen. Explanations and suggestions to recover the missing episodes are required.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.